Event description:
A patient's meter would not turn on. They had just purchased the meter. This issue was not resolved with troubleshooting. The patient was feeling dizzy, but there was no medical intervention or treatment given. A replacement meter was sent to them. No further information has been reported.